Event description:
It was reported that the external pulse generator did not complete its self-test when turned on and would immediately shut off. The generator was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device does not power up. Main printed circuit board found out of electrical specification. Keyboard window is scratched. Both bail covers are broken.